Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external devices were unable to communicate with the ipg. Troubleshooting and further assessment is pending and the next course of action is undetermined at this time.

Event description:
Additional information received the ipg was explanted and replaced. Patient now has therapy.

Event description:
Additional information received identified that surgical intervention is pending to address the issue.